Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device after the expiration date, not prepping the surface of the skin with an antiseptic solution, and using inappropriate tools have been ruled out. Additionally, improperly closing the surgical site, multiple tunneling attempts, the patient having contraindicating conditions, the patient picking or touching the wound, and the device being used off-label have been ruled out. However, a surgical issue was identified as the incision site was not irrigated with an antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the infection is likely due to a surgical issue as the incision site was not irrigated with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported an infection at the incision site. Antibiotics were prescribed and a washout procedure was performed. As of on (B)(6) 2026, the patient is still taking antibiotics and the infection has not cleared. An explant procedure is scheduled for on (B)(6) 2026. No further information is available at this time.